Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ ptosis: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported through a distributor "patient came with pain, fever and big swelling - edema of the breast" and "a lot of seromas". Later healthcare professional reported "capsular contracture baker grade IV" and ptosis. Ptosis is not considered device related. This record is for the right side. The device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported through a distributor "patient came with pain, fever and big swelling - edema of the breast" and "a lot of seroma". Later healthcare professional reported "capsular contracture baker grade IV" and ptosis. Ptosis is not considered device related. This record is for the right side. The device was explanted.